Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is available for testing and evaluation but has not yet been received. Additional information received will be submitted within 30 days upon receipt.

Event description:
The hub cracked upon connection to the inflation device before used on patient. The product will be returned. The device appeared normal when removed from the packaging and prepped normally. When it was flushed, there were no problems reported and it was not over tightened. The same indeflator was used with another cypher stent of the same size to finish the procedure. There were no adverse effects reported to the patient.